Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician, the device would not remain in safe mode. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was not duplicated and no failures were confirmed as the product for this investigation was not made available for evaluation.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the device would not remain in safe mode. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.